Manufacturer narrative:
Device not returned.

Event description:
Reportedly, ring explanted after 27 month implant duration due to failed repair. Per surgeon, there was no problem with the ring, it just didn't stop the mitral regurgitation from pts native valve, so a valve was implanted. No further info available.